Event description:
Patient had a mammary biopsy and steri-strips were used. Many signs of allergy occurred. Redness, swelling, blister, pain, and third-degree burn.

Manufacturer narrative:
(B)(4) - human factors issue. Product labeling states the expected aes with product use in the warning section shown below. Warnings: the development of postoperative edema may cause skin shearing, skin blistering, or loss of tape adhesion to occur at either end of the strip. Application of any surgical tape or adhesive skin closure may result in skin stripping upon removal. As with all adhesive products applied to the skin, a small percentage of individuals may experience hypopigmentation or hyperpigmentation following removal. Occasional cases of mild acne and folliculitis have been observed in testing on healthy volunteers.